Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. In line with the complaint entry, it is most likely that the failure that was exhibited was a console system self-check failure. The console was boot cycled 100 times in an attempt to reproduce the system self-check failure of the console/ antagonize the impellatronics to fail again. However, this was unsuccessful, as the console booted successfully each time. A pump simulator was then run on the console with a multimeter probing the 20v pmd voltage cable. The multimeter was set to catch a minimum voltage drop while the console was running a pump at maximum flow for 1 hour. No failures occurred as the voltage was stable through the duration of the pump running. The complaint cause is likely due to a malfunctioning impellatronics board that was exhibited by the consoles system self-check failure. The cause of the failure can be pointed to the cpld circuitry of the impellatronics. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed multiple times during testing. A loaner device was sent to the customer. There was no reported patient involvement.